Manufacturer narrative:
One empty cleo inserter/retractor and five used sites were returned for evaluation. Three of the five used sites were found to be missing their adhesive layer. Investigator determined the most likely root cause of the reported failure is that the adhesive layer is sticking to the cap; therefore would not adhere as expected, however, confirmation could not be made as the caps were not returned with the used samples. The following actions have been taken to address the issue of adhesive sticking to the white cap: safety corrective action request was previously sent to the supplier. Supplier confirmed no issues during manufacturing process. Manufacturing process of placing bond skin adhesive film onto the flange of the sleeve was updated to state that before removing the liner, production personnel must press lightly with finger all around the contour liner bonded to the inserter/retractor and then slowly remove the release liner by pulling from the closest point on the liner by carefully using a rolling action to peel the liner off. If when removing the liner, the skin adhesive presents bubbles of air or lifts, production personnel are to send it to rework. Additionally, prior to the 100% inspection process performed by the camera vision system, the supervisor or group lead must verify the origin point of the table specification is properly aligned to the product. If specification table on the screen is observed to be unaligned, operator must notify management to adjust. During placing of cap to the retractor, verification by personnel must be made to assure that the surface of the skin adhesive is not stuck to the cap. If following cap placement, wrinkles or separation is present, unit must be sent to rework.

Event description:
Distributor reported on behalf of home care user that the device was in use for several hours when the adhesive became detached and infusion had been interrupted. No adverse effects to patient were reported.

Manufacturer narrative:
One empty cleo inserter/retractor and five used infusion sites were returned for evaluation. The manufacturing facility performed a device history review of the lot number reported (75x077): the review showed no deviations or abnormalities related to the reported issue. The returned devices were examined and confirmed to have been used. Because the devices were used, the adhesive properties could not be evaluated. Examination could not established how devices had been used or what would have led to the issue reported. The investigation could not determine the root cause of reporter's issue.

Event description:
Distributor reported on behalf of home care user that the device was in use for several hours when the adhesive became detached and infusion had been interrupted. No adverse effects to patient were reported.